Manufacturer narrative:
(B)(4). The customer stated that the product will not be returned. Unable to determine the cause of the report that the middle section of y connector was leaking causing blood to back up into the line.

Event description:
The customer reported the middle section of y connector was leaking; causing blood to back up into the line. There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.